Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found by emergency medical services (ems) with dead batteries and a pump stoppage for an unknown period time. It was said the patient was altered and minimally responsive when ems arrived. The batteries were changed by ems and the pump was restarted. The patient was then brought to the emergency room with altered mental status. Upon arrival, the patient had a mean arterial pressure of 82, lactate of 2.0, international normalized ratio or 2.4, and venous blood gas within normal limits (vbg wnl). The patient was pending computed tomography (CT) results log files were submitted for evaluation. The event log file captured that the patient depleted all battery power and emergency backup battery in the system controller resulting in the pump shutting off. Once reconnected, the timestamp defaulted to 01jan2000 with yellow wrench/controller clock corrupt events showing until the system controller was synced with a monitor.